Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1,11.5,mtx,mg (tsvt4b11), one unk ha, one fmt, one unk cover screw and one unk hla abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions as noted on the per was type iii (low) bone density. Devices were located on tooth location #27 and implant had been placed for approximately 4 months when the incident occurred and still remains implanted. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review (tsvt4b11): DHR review was completed for the subject lot number 1242335. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1242335) for similar event and no other complaint was identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided.

Event description:
It was reported that cover screw and healing collar abutments are not seating. Implant is still in the patient¿s mouth. Implant still implanted and dr. Is trying to received a tap kit. Doctors tried healing abutment, fmt, cover screw, hla abutment and all would not seat.